Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis. The enclosure, front cover, tank cover, pole clamp and line cord were observed to be damaged upon visual inspection. The tank was filled with water, attached temp check, plugged in line cord and was powered on; faulty pcb with blank display. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system went black while performing preventative maintenance. There were no reported adverse effects.